Event description:
The customer reported that the system displayed an error message that indicated that workstation and the generator were incompatible. This most likely resulted in a system lock-up or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu and hard drive was replaced. The system was then found to be operating as intended.